Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after the angio-seal sheath and locator were assembled, the insertion sheath was inserted using a guidewire. When the wire and locator were withdrawn, a load was applied, which resulted in a kink in the insertion sheath. The device was not used and manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no other equipment or devices being used with the reported product.